Event description:
It was reported that a cartridge used with an ilet device was leaking, and the user experienced elevated blood glucose to 469 mg/dl; ketones were not checked, the user changed supplies and resumed use of the ilet while following proper cartridge filling and installation technique. Symptoms included hyperglycemia. Outcomes included temporary interruption with replacement of disposables and continued monitoring at home, without hospitalization. Investigation included collection of the reportedly leaking cartridge for return, provision of replacement cartridges, connectors, and infusion sets, and issuance of a return shipping label. Investigation of this case revealed a leaking cartridge consistent with a device component leak. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the cartridge.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.